Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the removal of a dental implant 3 years after installation in patient's mouth. The patient has had pain in the adjacent tooth and has associated it to the implant.